Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) and patient (con) via a company representative (rep) regarding the patient receiving lioresal (199.9 mcg per day, concentration is unknown) via implanted infusion pump. It was reported that the patient's pump was emitting sounds. Initially, these were very intermittent, but as time passed, they became more frequent. We verified the device using the clinical programmer, which triggered an alert indicating that the motor had experienced an involuntary shutdown (the same alert that appears when a patient undergoes an MRI); however, in this instance, the patient stated that they had not undergone any MRI scan. Upon reviewing the logs, it was indeed observed that the pump was intermittently experiencing involuntary shutdowns followed by motor recoveries¿a pattern that explained the constant sounds emanating from the pump. A specialist in argentina advised that the issue could be attributed to one of two causes: a partial obstruction of the catheter or a pump malfunction. The rep apprised the physician of the entire situation, and he indicated that he would perform intraoperative tests to determine the exact nature of the failure. There were no environmental factors that may have led or contributed to the issue. Diagnostics were done with the clinician programmer. The issue was not resolved at the time of the report. It was reported that the patient would need a revision surgery of the catheter and pump. First, they needed to know what the source of the problem was, based on that the doctor would take action. The patient's age and weight were asked, but unknown. The patient's status was alive - no injury.